Event description:
It was reported that within a day of implant, the right ventricular (rv) lead exhibited intermittent capture, primarily when the patient was lying on the left side. It was determined that the lead had dislodged. The physician attempted to reposition the lead, but after multiple attempts it was not possible to get the lead to fixate. It was suspected that either tissue had gotten into the lead or the helix mechanism had been compromised. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, lead, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut, and was extrinsically cut but not breached. The outer insulation of the lead was observed to have blood ingression, and the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.